Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss and no audio or vibrate anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no tones or beeps heard. The customer's blood glucose level was unknown at the time of the incident. Customer reports they performed self test and self test did not passed. Customer reports low battery alert to the off no power. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.